Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the IV tubing fractured near the connector. The medications infused were busulfan, keppra, and atg. Infusion and medication summary: (B)(6) : placement. (B)(6) : busulfan administered every 12 hours (q12h). (B)(6) : keppra was infusion daily. (B)(6) : atg infusion started but the tube broke three minutes after connection. Daily blood draws were performed. The dilution concentrations for keppra and busulfan have not yet been provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion set is confirmed; however, the exact cause could not be determined. One photograph of a safestep and one 20ga x 0.75in safestep infusion set were returned for evaluation. An initial visual observation of the returned infusion set revealed a significant amount of biological residue in the sample. The extension tubing was observed to be completely broken just distal to the luer hub. The safety mechanism and the clamp were observed to be engaged. A microscopic observation revealed the fracture surface of the break had striation-like patterns and radiating tear marks. The edges of the break were observed to be uneven with rough texture. The investigation findings are indicative of flexural fatigue-based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 17-oct-2025: the fracture was discovered by the nurse. The needle was immediately removed. There was no patient injury or complication, and no intervention needed. The event caused a delay in treatment. The patient and nurse were angry.